Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the helium fill manifold assembly (part number 0104-00-0014). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).